Manufacturer narrative:
Product event summary #the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 100 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received heparin treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that an asymptomatic patient was admitted to hospital with vad high watt alarms. The site reported that the controller hematocrit level had been set appropriately. At the time of the event, the patient was taking sintrom and aspirin. The site reported that they suspected a pump thrombus. The patient underwent a head computerized tomography (CT), cardiac ultrasound (u/s) and a urinalysis (ua). The results of these tests were not provided. The patient was treated with a heparin bolus followed by an infusion (B)(6) 2017. The site further reported that the tissue plasminogen activator (tpa) was contraindicated for this patient based on his/her history of bleeding. As of the date of this report, the patient remains in hospital and is stable. The patient's physician reported that the event is related to the device. No further information has been provided.